Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of dual chamber pacemaker, when the right ventricular (rv) lead was being implanted the lead could not reach the inferior vena cava smoothly due to abnormal vascular anatomy of the patient. After hard work, it was delivered to the right ventricle, the screw tip could not be spun out when fixed to the myocardium. Considering the blood vessel compression, the torque could not be transmitted to the screw tip. Examination of the lead in vitro and found that the screw tip could not be spun out. The rv lead was replaced. No patient complications have been reported as a result of this event.